Manufacturer narrative:
(B)(4).

Event description:
Customer reported the cuff would not deflate. No patient was involved in this event. Additional information associated with the complaint has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.